Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she felt a loose drive support cap on the insulin pump. Customer's blood glucose level was 333 mg/dl. Two weeks ago, she experienced a diabetic ketoacidosis again. The customer went to the emergency room on (B)(6) 2017 with a blood glucose level of 770 mg/dl. Potassium in her body was low. The customer was given IV drip, insulin, potassium, fluids, and antibiotics. The customer was wearing the insulin pump at the time of hospitalization. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.